Manufacturer narrative:
No product issue found. The observed discrepancy is most likely due to the sample being a weak positive for the sars-cov-2 target that is at/near the limit of detection (lod) of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. A result discrepancy may be expected between assays due to potential differences in the tests¿ limits of detection (lod) and intended use. Review of the provided data indicated that the alleged samples are low titer samples. This would explain why wavering results were generated when the sample was repeated. This is a sample specific issue and the reagent is performing as intended.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this md. A customer from the united states alleged a discrepant result on sars-cov-2 for 2 patients using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system. Patient 1 sample was tested using the cobas liat generated sars-cov-2 positive, influenza a/b negative results. The same sample was repeated on another cobas liat and was sars-cov-2 negative, influenza a negative, and influenza b negative. The same sample was also repeated on another platform (cepheid) and generated a positive result for sars-cov-2 and negative results for influenza a/b. Patient 2 sample was tested using the cobas liat generated sars-cov-2 negative, influenza a/b negative results. The same sample was repeated using another platform (cepheid) and was sars-cov-2 negative, and influenza a/b negative. A new sample was collected and tested twice on the same cobas liat and was initially sars-cov-2 positive, influenza a/b negative and then sars-cov-2/influenza a/b negative. The results were reported to the patients and or/ medical personnel treating the patients. No harm is alleged. Per FDA guidance for eua, 2 mdrs are being submitted.